Manufacturer narrative:
Correction: please refer to section f for corrected impact coding.

Event description:
It was reported that the signal artifact monitor (sam) of the cardiac resynchronization therapy pacemaker changed the right ventricular (rv) programming vector due to rv pace impedance less than 200 ohms. Technical services discussed programming options. The rv lead remains in service.

Event description:
It was reported that the signal artifact monitor (sam) of the cardiac resynchronization therapy pacemaker changed the right ventricular (rv) programming vector due to rv pace impedance less than 200 ohms. Technical services discussed programming options. The rv lead remains in service.